Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. Explanted device was not returned. No further information has been obtained. Additional information was received indicating that the implantable pulse generator (ipg) replacement was necessary to enable magnetic resonance imaging (MRI) compatibility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. Explanted device was not returned. No further information has been obtained.